Event description:
It was reported that during a total knee replacement, the blade broke at the mount. All pieces were recovered. There were no injury or intervention reported.

Manufacturer narrative:
Device not returned for evaluation.